Event description:
The customer reported that an 840 ventilator had an erratic screen. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb and backlight invert pcb. The unit passed extended self-testing.